Event description:
It was reported that 3 days after the implant, decreased sensing and increased capture threshold were observed. The lead was revised and the patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.